Manufacturer narrative:
Reference record (B)(4). Catalog number is the us list number. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site redness with oozing green pus exudate. The patient was treated with unknown oral antibiotic for one week starting. On (B)(6) 2021, it was reported that the stoma site infection has resolved.